Manufacturer narrative:
The patient developed swelling and pain in the preauricular area after receiving these implants. The surgeon decided to remove and replace the device with an all-titanium component.

Event description:
The surgeon removed and replaced the left mandibular component with an all-titanium device due to material hyper sensitivity.